Event description:
It was reported that patient was charging more than expected. The patient had to charge every other or every two to three days. It was noted that it was not known how long this had been happening. According to the report from the clinician programmer, the patient was not having trouble recharging, she was just doing it more frequently than expected. It was further noted that the problem did not appear to be with the recharger. The patient was getting eight coupling bars, charges for 2 to 3 hours each interval, and was 100% full by the end of the session. No over discharge events were known. The patient had numerous programing groups but used group f "9%" of the time. The programing parameters for group f were as follows: f1: 1.6v 2 electrodes; f2: 1.8v 2 electrodes; f3: 3.6v 2 electrodes. Rate was 70hz and it was believed the pulse width was around 180us. It was further noted that the estimate was 21 days, and the patient interval does not appear to be appropriate. Impedances were reportedly normal, all within the 600 ohms range. It was also noted that the patient's other programing groups appeared to have "interesting/weird programming" but those groups were not being used according to the clinician programmer report.

Event description:
Follow up information received reported the patient had to recharge every day and was a operating their implantable neurostimulator (ins) at voltages of 9 volts and above. It was noted that the patient was doing "good". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 235410003, implanted: (B)(6) 2009, product type: accessory. (B)(4).